Manufacturer narrative:
The customer reported that the AED is displaying a no pads warning while the pads are connected to the leads. The lot number and expiration date of the pads was not reported. The customer was advised to remove the device from service and return to the manufacturer for further analysis. At this time, the cause of the complaint is not known. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications at the time the product was shipped to the customer. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED was giving a AED error or warning;pads are missing while the pads are connected. The pads lot number/expiration date are not reported. The reported event did not occur during patient use.